Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. However, delivery accuracy testing on the pump, supported the reported complaint. Delivery accuracy testing found the pump's average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. Service will replace the pump's expulsor as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during analysis, a smiths medical cadd legacy pump failed accuracy (-7.9%). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
A1 and h6: additional information was provided that there was no patient present at the time of the event. The issue occurred during testing.